Event description:
The user facility (a veterinary hospital) reported that the distal portion of an i.v. Catheter was noted to be detached after removal from a dog. Follow-up communications with the veterinarian and the in-patient care manager (certified veterinary technician) confirmed: a technician assistant encountered difficulty during an attempt to place the IV catheter in the dog's right forelimb due to the animal's skin being very tough; the technician assistant pulled out the stylet, found it was very tight, and then, rethreaded the stylet through the catheter during a 2nd attempt to catheterize the vein; 2nd attempt was unsuccessful and the catheter was removed; upon removal it was noted that the distal portion of the catheter was missing; x-ray confirmed the detached material to be in the subcutaneous tissue; a 2nd catheter was placed in the left forelimb and IV treatment was delivered; and the detached material was surgically retrieved.

Manufacturer narrative:
This report is not associated with a human patient. (B)(4). The involved device has not been returned for evaluation and neither the lot number or product code is known. Therefore, the investigation was based on user facility information only. Although the cause of the reported event cannot be definitively determined, the user facility description of the event is consistent with damage due to re-insertion of the introducer needle (stylet), which is likely to have cut through the catheter wall, followed by tearing of the remaining catheter tubing attachment during the removal process. There is no indication that there was any relation to a device defect or malfunction. All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).